Manufacturer narrative:
(B)(4): device currently unavailable.

Event description:
Per the clinic, the patient experienced poor performance with device use. Reprogramming attempts were made; however, the issue could not be resolved resulting in device non use. Subsequently, the device was explanted (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.the device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
This report is filed april 9, 2014.